Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it was confirmed that the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. It should be noted that the following lot number was provided; however, the lot number mentioned below is not one that was used. Lot number: 0061650943. Production date: 12/11/2018. Expiry date: 08/31/2020.

Event description:
As reported by the user facility: event 5: customer reports, "we have had about 7 instances where the catheter connector comes off of the epidural." No injury reported.

Manufacturer narrative:
Event 5: this report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for further evaluation. For continued safe use of the perifix catheter connector a detailed step-by-step instructions of how to use the perifix catheter connector label and cloth/silk medical tape has been provided. Review of the discrepancy management system (dsms) database was performed for the reported lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.